Event description:
The device was used during a v.a.t.s. Procedure. It was reported that the stapled pulmonary vein was released from the jaw before the surgeon released the device. There was no consequence to the pt. The case was finished without trouble.